Event description:
It was reported the patient underwent an unrelated surgical procedure. In turn, the patient's ipg was no longer able to communicate with their external device and therapy began to diminish. Multiple troubleshooting attempts were initially performed but were unsuccessful. A company representative met with the patient and was able to recover with the patient's ipg. The device is providing adequate therapy.